Event description:
It was reported that there was a burning sensation. The patients first device ¿malfunctioned¿ but she couldn¿t give details as to what occurred. It occurred about a year post-implant and it took her some time to get the issue addressed. The device was also burning her around the implant, inside of her, and that came about suddenly. It was noted that the device worked for about a year to a year and a half and the ins malfunctioned so she turned it off. It was unknown really what the problem was. The patient ended up having to turn the implant off and had to have the device replaced. It was noted that the manufacturer representative was unsure if a lead was replaced. The healthcare provider (hcp) had to release a nerve in the patients back from a previous spinal fusion surgery done in 2004 and that caused her so much pain. The patient was doing well at the time of the report. The pain from the patients back was controlled by the stimulator and there was no burning sensation.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).